Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Cause] based on the report of user and the field service engineer which said that the user had not noticed the error on the front panel and had been conducting the reprocessing, omsc determined there was the possibility this phenomenon was attributed to a mistake in the user's method of managing the residual amount of detergent. In addition, the software version of the subject device was 2.02 which the subject device had not had the function for displaying the error, e95 (a detergent shortage error) but it had not been implemented the software update (paid) of the error, e95. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The field service engineer checked that the software version of the subject device was 2.02, so it seemed that the error e95 which indicates ¿no detergent remains¿ had been not added. Therefore, the error had not been occurred but only the lamp saying that there was no detergent was flashed, and reprocessing of the subject device could use without any error. It is unknown if the endoscopes which had been reprocessed during that time used or not. The field service engineer checked the subject device and found that the reported phenomenon was caused by the clogging of the conduit of the detergent solution at the user facility. The field service engineer removed the clogging then the issue was resolved. The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it has been reprocessing with lighting the error lamp that the detergent did not come out. The user had not noticed its error during the reprocessing. The field service engineer of olympus went and cleared its error which indicated there was no detergent, and then gave the user instruction to re-reprocess the endoscopes that had been reprocessed during the time before at that time. The field service engineer confirmed that the number of times it had reprocessed during the error was 7 times in 3 days. The occurrence date of the event is unknown. There was no patient injury associated with this report.